Manufacturer narrative:
(B)(4).

Event description:
It was reported that the burr was stuck in stent. The 99% stenosed target lesion was located in the calcified distal circumflex. A 1.25mm rotalink¿ plus was selected for use. During the procedure, the rotaburr was passed through the lesion. The physician then performed another two polishing runs. On the second run, the burr stalled out and would not advance. After the physician attempted several times to remove the burr; the burr was finally removed by cutting the connector and sheath, and putting a catheter over the burr to remove the burr. Upon removal of the burr, it was noted that the burr was caught in a previously implanted non bsc stent and the struts was wrapped around the burr. The rotaburr and non bsc stent was removed and the vessel was re-stented. No further patient complications were reported and the patient's status was good

Manufacturer narrative:
Device evaluated by MFR: a 6f guideliner containing a guidewire, coil and burr were returned. The advancer was not returned. The burr was on the guidewire near the spring tip. It was also noted that there was a stent stuck to the burr. The guidewire could not be removed from the burr. The proximal coil was examined and noted to be stretched, and broken. The annulus of the burr was examined and no issues were noted with the annulus. The burr was examined and no issue was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr was stuck in stent. The 99% stenosed target lesion was located in the calcified distal circumflex. A 1.25mm rotalink¿ plus was selected for use. During the procedure, the rotaburr was passed through the lesion. The physician then performed another two polishing runs. On the second run, the burr stalled out and would not advance. After the physician attempted several times to remove the burr; the burr was finally removed by cutting the connector and sheath, and putting a catheter over the burr to remove the burr. Upon removal of the burr, it was noted that the burr was caught in a previously implanted non bsc stent and the struts was wrapped around the burr. The rotaburr and non bsc stent was removed and the vessel was re-stented. No further patient complications were reported and the patient's status was good.